Event description:
Bilateral implants were explanted. The left capsule was noted to be thin and pliable with no constriction. The breast implant was veryfriable and was noted to have a crack in the shell.the right implant was also friable but was able to be removed intact.